Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received no delivery alarms after multiple set changes. The customer's blood glucose has been in the 500 mg/dl range for two days. The customer has noticed that the cannulas are bent when removing the infusion sets. The customer stated she disconnected from the pump and ran a 10.0 unit bolus and only two drops came out. The customer stated she has stopped using the pump and is back on injections as she is out of supplies. During the call, the customer rewound the pump and ran a 5.0 unit bolus. No insulin came out and the pump didn't alarm. The customer declined further troubleshooting and stated she wants to get rid of the pump all together. The pump was not returned for analysis.